Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during the cataract surgery an ophthalmic operating handpiece was hot which leads to the corneal burn at the incision site and handpiece delivered the abnormal energy. The surgery was proceed with alternative console. There was no report of current outcome of the patient. Additional information has been requested and none received till date. Additional information received via follow up response there was no report of system message and the scheduled procedure was combination of cataract and vitrectomy. The surgery was completed by the another system. Intervention was provided for the corneal burn.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. A phaco handpiece (hp) was received for testing on this investigation. A visual assessment of the returned sample found no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. During the burn-in test, the temperature of the hp was measured per the product design specification and was found to be within specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There were no products returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. According to the \based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).